Event description:
It was reported to covidien on (B)(6) 2013 that a customer has an issue with a peritoneal dialysis catheter. The customer stated that a crack was found in the adapter of semi permanent catheter. Bubbling and blood leakage was seen. Patient involved without injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.